Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and one exception document was found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty procedure, the pigtail completely detached from the catheter. The physician had acquired vasculature access for the procedure and during an over-the-wire catheter exchange the catheter tip detached within the access sheath. The catheter tip was removed from the patient together with the guidewire.